Event description:
It was reported that patient had primary operation of gen ii knee performed on (B)(6) 2013. Patient presented at tch with pain in knee x-ray confirmed that the poly insert had dissociated, with the tibia subluxation. Revision was performed and surgeon noted that poly insert had dissociate from tibial base plate, as per photo. Also, the posterior part of the femoral component had 'jumped' the post, which likely pushed the insert back to dissociate it. When trialed with insert same thickness as original, noted that the knee was quite loose, so trialed with a thicker insert. Trialed with a thicker poly insert, which surgeon deemed was ok for stability and definitive insert implanted.patient currently in ICU with suspected infection now in that knee. Surgeon does not place blame on prosthesis, as per fault report, is attributed to mcl laxity. Pre-existing as per fault report was damage mcl during index procedure, which has failed/stretched.

Manufacturer narrative:
Results of investigation: it was reported that a revision was performed after the patient presented with pain. X-ray confirmed that the poly insert had dissociated, with the tibia subluxation. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device showed the insert is worn and deformed. A yellowish staining is seen on the articular surface of the device, most likely from the bodily fluid inside the patient. The device was implanted in 2013. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. The instructions for use noted the alleged failure has been identified in the potential adverse events. A review of risk management files found that the reported failure was documented appropriately. A clinical analysis noted that one x-ray and two pictures have been submitted for review which confirms the complaint report. The surgeon did not place blame on the prosthesis. The probable cause is attributed to mcl laxity, which failed from the primary surgery. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that patient had primary operation of gen ii knee performed on 28/6/2013. Patient presented at tch with pain in knee x-ray confirmed that the poly insert had dissociated, with the tibia subluxation. Revision was performed and surgeon noted that poly insert had dissociate from tibial base plate, as per photo. Also, the posterior part of the femoral component had 'jumped' the post, which likely pushed the insert back to dissociate it. When trialed with insert same thickness as original, noted that the knee was quite loose, so trialed with a thicker insert. Trialed with a thicker poly insert, which surgeon deemed was ok for stability and definitive insert implanted.